Manufacturer narrative:
(B)(4). Investigation summary: bd received 93 samples from the customer for investigation. 10 samples were evaluated by functional testing and the indicated failure mode for tube pushoff with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the tube pushed off needle during collection with 100 bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter: pushback pst tube from needle during collection.